Event description:
Reverse shoulder replacement was done on (B)(6) 2016. After less than one month, during a regular control, a dislocation was observed looking at the x-rays. According to the info reported, the joint was unstable (even if not painful) so it has been revised on (B)(6) 2016. Event occurred in us.

Manufacturer narrative:
The check of the DHR of the liner involved (lot # 2014l0399) did not show any anomaly on the 153 pieces manufactured with this lot #. Even the check of the DHR of the smr glenosphere (lot # 201410678) and the check of the DHR of the smr glenoid baseplate (lot# 201511373) involved did not show any anomaly on the 54 and 27 pieces, respectively, manufactured with these lots#. Moreover, according to our records, at least 139 liners with lot 2014l0399, 34 glenospheres with lot# 201410678 and all the baseplates with lot# 201511373 have already been implanted without receiving additional complaints on them. We never received the explants involved; no pictures of the revised components nor x-rays are available. Therefore, we cannot investigate deeply the cause of this adverse event, however, according to the check of the dhrs, no pre-existing anomaly were present on the involved components, thus, at this stage, this event cannot be classified as product-related. Smr reverse revision rate due to dislocation is 0.14%. No corrective actions have been planned for this specific event. Limacorporate will continue monitoring the market.

Manufacturer narrative:
The check of the DHR of the liner involved (lot # 2014l0399) did not show any anomaly on the (B)(4) pieces placed on the market with this lot #. Even the check of the DHR of the smr glenosphere (lot # 201410678) involved did not show any anomaly on the (B)(4)manufactured with these lots#. No other complaint received on these specific lots #. We will submit a final MDR once the investigation will be completed.

Event description:
Reverse shoulder replacement was done on (B)(6) 2016. After less than one month, during a regular control, a dislocation was observed looking at the x-rays. According to the info reported, the joint was unstable (even if not painful) so it has been revised on (B)(6) 2016. Event occurred in us.